Manufacturer narrative:
(B)(4). Information was not provided by the initial contact premature lockout and yielded jaws the analysis results found that the er320 device was returned in good visual condition with a clip jammed between the jaws; the clip was removed in order to measure jaws width and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It could not be determined what may have caused the failure of the lockout mechanism.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not fire. Applier spit clips that were deformed. Case completed with another device of the same product code. There were no patient consequences reported.